Event description:
Subsequent to successful coronary stent deployment, the physician experienced removal difficulties of the delivery device. After some manipulation the delivery device was removed. No pt injuries or complication occurred.